Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized after experiencing diabetic ketoacidosis an elevated blood glucose (bg) level. There was no specific bg value provided. Prior to hospitalization the customer delivered a bolus to address bg levels. In the emergency room, the customer was treated with a saline flush. While hospitalized, the customer was treated with intravenous insulin. The customer was released on (B)(6) 2016 with a bg of approximately 190 (mg/dl).